Manufacturer narrative:
Device evaluation summary: during evaluation of the sample two ruptures were observed on the anterior view. The rupture a and b measuring approximately 1.7 cm and 1.0 cm respectively microscopic examination of the edges of the rupture b revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed for the finished device number 172020, and no non-conformances related to the reported complaint were identified. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, compression during mammographic imaging. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 250cc breast implants and experienced bilateral deflation. Deflation was confirmed by physician during visual exam. As a result, the patient underwent removal on (B)(6) 2019. Two devices were returned to the manufacturer damaged. As a result, both are conservatively being reported for rupture.